Manufacturer narrative:
D10: product ID neu_stylet_acc lot#: unknown, product type: accessory. H3: product analysis #: (B)(4): analysis information -- 21.04.2021 07:55:55 cst pli# 10 product ID#: 3389-40. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis information -- 21.04.2021 11:01:59 cst pli# 20 product ID# neu_stylet_acc analysis identified that the stylet wire was broken 39.6 cm from the distal end. H6: evaluation codes updated based on product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the exposed part (handle) of the stylet from the lead was broken into multiple pieces when the surgeon tried to remove it. The remaining part of the stylet was stuck inside the lead and could not be taken out. The patient was partially awake during the surgery but his condition remained the same during the event. There was nothing unusual that occurred during the practice when the stylet was found to be damaged, and it was noted the surgeon is experienced with deep brain stimulation (dbs) implant. Because the remaining stylet was stuck inside the lead, the surgeon asked to change to another lead immediately. The issue was reported to be resolved. The patient was implanted for parkinson's disease.